Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and was unable to properly load a clip. The unit was disassembled for further evaluation. Upon disassembly, engineering found damage to an internal component due to excess debris from the procedure. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The root cause of the damage is unknown. The damage to the internal component of the device would likely lead to excessive interference between other components of the device, causing improper clip loading. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical's instruction for use, "locate the jaws completely around the vessel or structure to be ligated. Verify that ligation site is free of obstructions or other clips before firing". Applied medical has reviewed the details surrounding the incident and related products. Applied medical appreciates your feedback and will continue to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "the ca500 clipapplier was applied several times in this hospital without any issues. Today the clipapplier was applied in the situs and during several trials no clips were released. Next, they tested the device extracoporal and it worked. In the following they again inserted the clipapplier and when they released, 2 clips were released at the same time; these could not be closed. They tried further times with this device, but it did not perform ordinary. So, they opened a new device, which performed well." Patient status ok.